Event description:
It was reported that stent fracture occurred. The patient presented with coronary artery disease. The 90% stenosed target lesion was located in the non-tortuous and mildly calcification left anterior descending artery. As the 3.00 x 16 synergy ii drug-eluting stent was being advanced for treatment, significant resistance was encountered and as the stent was being deployed, it fractured in the middle. The physician then deployed another synergy stent to cover the fractured stent and complete the procedure. No patient complications were reported and the patient was stable at the end of procedure.

Manufacturer narrative:
Age at time of event - 18 years or older.